Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent surgery on (B)(6) to reposition the left battery, which was previously positioned at a depth greater than 1 cm, making recharging difficult. The battery was moved closer to the skin surface to facilitate easier recharging. The patient had reportedly gained weight since the initial implantation, which may have contributed to the difficulty in recharging. Postoperatively, the patient was able to recharge without any issues. The issue has been resolved, and no further information is available from the healthcare professional.